Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and degen erative disc disease/herniated disc pain. It was reported that for the past month, it seemed like the implant charge was only lasting like two or three days tops now when it used to last for like a week. Patient that for the past couple months, even in the wintertime and last summer, they had been wondering if it could be the controller or the recharger. Patient stated that the battery charge in their butt would stay up (agent understood as staying charged) for at least a week even if they were active. Patient noted that their activity was the same if not less lately and the implant would not stay charged. Patient denied increasing their therapy, and changing groups or programs in the past month. Patient denied seeing any error messages when charging the implant. Patient was recharging the implant at the time of the call with excellent quality.  The issue was not resolved. Agent reviewed information. The patient was redirected to their healthcare provider to further address the issue.